Manufacturer narrative:
F10. It is noted patient code c37930 is now applicable to the event upon further review.

Event description:
Additional information received from the consumer reported their uncomfortable stimulation and incontinence was "now fine." It was noted the patient's constipation and urine incontinence was due to their body adjusting to the new product. To resolve the uncomfortable stimulation and incontinence, the patient changed the "impulses from 1.4 down to .9."

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient got the implant on (B)(6) 2015 and did not sleep the night after implant. On (B)(6) 2015, the patient came back from the bathroom and the stimulation was really uncomfortable. The patient couldn't handle it, so they decreased stimulation to 0.8v and hadn't had a problem since. The patient also had 2 episodes when they didn't make it to the bathroom to urinate. The patient never had this problem before. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.